Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that nine days following the implant of this transcatheter bioprosthetic valve (B)(4), a second valve (B)(4) was implanted valve in valve. No adverse patient effects were reported.